Event description:
It was reported that non-sustained rv oversensing episodes on the ventricular channel due to noise were observed. Electromagnetic interference was suspected. The noise was not reproduced in clinic. At a subsequent follow-up visit, stored egms revealed non-sustained oversensing due to suspected myopotential inhibition. The noise was not reproducible at this visit. Patient was asymptomatic. Programming changes were recommended. The patient will be monitored.

Event description:
New information received notes that device exhibited additional episodes of non-sustained rv oversensing episodes. Programming changes were made. Patient will return for follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.